Manufacturer narrative:
The product has not been returned for eval. Should new relevant info become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's fill estimate were inaccurate after loading a cartridge with insulin. There was no impact to the customer's blood glucose level.